Event description:
Caller states that the pt tested > 8.0 inr on the device and 4.7 inr on a comparison lab. Based on device results, coumadin was held for 3 days. No adverse event reported. Requested return of suspect device and replacement was sent.